Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the ipg was removed and replaced. Therapy was resumed postoperatively.

Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was unable to communicate with the external devices. The replace generator soon message was displayed. The patient stopped receiving stimulation 2-3 weeks ago. Surgical intervention may be pending to address this issue.